Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high and varying thresholds, varying impedance and oversensing was noted on the right atrial (ra) lead. The lead was reprogrammed off with revision scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a lead alert for high impedance. In addition, lead noise was reproducible with pocket maneuvers. An action was planned with the lead, but no details could be obtained through follow-up. The ra lead remains in use. No patient complications have been reported as a result of this event.